Event description:
On a follow-up call with dexcom technical support on (B)(6) 2013, regarding a previous complaint, the patient also additionally reported cgm inaccuracies on (B)(6) 2013. The patient reported the following discrepancy: cgm was reading 54 mg/dl and blood glucose meter was reading 61 mg/dl. On (B)(6) 2013 dexcom technical support followed up with the patient regarding sending data to dexcom for investigation.